Manufacturer narrative:
The customer¿s stated issue of syringe volume discrepancy was confirmed through a review of the device logs and through testing. The log review found the suspect device infusing drug ID 49 (dopamine) that was in use with a pressure disc (as required by guardrails) where a patient occlusion occurred which explains the report of volume discrepancy. Functional testing consisting of occlusion testing, barrel clamp accuracy, plunger height accuracy, plunger force accuracy testing performed on the source pump module found the device operating in specification. The syringe module was in use during treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that during an infusion unspecified medication through syringe pump at a rate of 0.23ml/hr. At the 34h hour of infusion, the clinician noted on the device that the volume infused at 1600 was 0.92ml. However, when the device was checked again at 1700, the volume still showed 0.92ml. There was no adverse effects to the patient. Per customer's internal investigation and log review, it was found that patient side occlusion alarm was triggered at 1656 and 1658. After this alarm, the "primary infused volume" went down around 0.2ml. The event was recreated and an occlusion alarm was triggered. When the test infusion was restarted, the recorded total volume infused dropped about 0.5ml. It is the customer's observation that the total volume seems to go down after an occlusion alarm occurs.